Event description:
Patient states batteries are not working in the reveal activator. Replacement batteries were sent to patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.